Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The act and esc buttons did not respond due to corroded keypad traces. The insulin pump was received with minor scratched display window, cracked display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 160 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).